Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
It was clarified by the user facility that the device did not overheat. No failures were found believed to have contributed to any overheating. The device was serviced for other repairs and returned to the user facility.

Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Upon follow up, the user facility was not able to provide any further information regarding the reported event.